Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va1chv9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: va1chv9, ubd: 06-sep-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was a lack of efficacy on the right lead. No causes were known. Reprogramming was done and the lead was removed and replaced. The issue was resolved at the time of the report. Pre-operation impedance check showed 8 and 9 were low at 88. Post- operation showed impedances all within normal limits. No further complications were reported as a result of this event.